Event description:
This case was reported by a female patient via the internet and described the occurrence of almost choked after using a gsk toothbrush (aquafresh flex toothbrush) toothbrush for an unknown drug indication. A physician or other health care professional has not verified this report. Approximately 2 weeks ago, the patient started gsk toothbrush. At an unknown time after starting gsk toothbrush, the patient experienced "more bristles come out in my mouth". Not only is it uncomfortable, but a bit scary too when I almost choked on one bristle. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Manufacturer's comment: the manufacturer's report number for this case is 9615008-2007-00002. Aquafresh toothbrush is manufactured in neustadt/weidt germany and neither the product nor lot number for this product is available. No corrective actions have been required baed on this report.